Event description:
It was reported by the chief perfusionist that when the power base unit (pbu) was unplugged from the wall, while hooked up to a mock circulatory loop and not a patient, power was lost to the mock circulatory loop.

Manufacturer narrative:
The power base unit was serviced on site by the manufacturer's technical service's technician. During inspection the test pump stopped running when the pbu was unplugged from the wall, confirming the reported event. It was found that the internal battery of the pbu was disconnected. The internal battery was then connected, and the pbu was functionally tested per manufacturer's service procedures, and the pbu passed all testing. No further information is available. The manufacturer is closing its file on this event.